Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The excessive no delivery alarms could not be verified due to no button response. The device was also received with scratched lcd window, broken belt clip slot and cracked battery tube threads. No unexpected numbers ramping during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. The blood glucose at the time of the incident was 150 mg/dl. The customer stated that the reservoir was empty. She was in the process of changing the reservoir but was unable to rewind the insulin pump because the act button would not respond. The customer stated that she had been having issues with the button for a couple of months. She reported that the numbers on the screen were ramping on their own. The device was returned for analysis.